Manufacturer narrative:
(B)(4). Batch #: t5ac9y. Additional information was requested, and the following was obtained: can you please provide more event details how the stapler ¿failed¿? ¿articulating endoscopic linear cutter, lot #t92d2n, device would not deploy staples after multiple attempts. Device was replaced and new device functioned as it is designed to.¿ did the device lock-out (no staples deployed and no cut line started)? No staples. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Unsure. Or, did the device staple, but not cut the tissue? Did no staple. Did the device deliver any staples? No. If no, explain. Multiple attempts were made to deploy staples but were unsuccessful. It was not until an new device was used that the procedure was completed. Also, the lot number provided, t9zdzn, does not refer to the device reported. Please provide a valid six-digit lot or batch number for the device involved in this event. Lot# t92d2n. Device analysis: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device failed. No other information is available. No patient consequences were reported.